Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was further reported that the 90% stenosed de novo lesion was moderately calcified. The device was removed intact. The procedure was successfully completed.

Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a percutaneous coronary intervention (pci) procedure, crossing difficulties and shaft kink occurred. The lesion was located in the severely tortuous proximal to mid right coronary (rca) artery. The physician advanced a 3.5mm x 16mm veriflex stent delivery system (sds) through an unknown guide catheter. After several attempts the device could not cross the lesion and the shaft kinked. There were no patient complications. Patients current condition is reported as good. However, analysis of the 3.5mm x 16mm veriflex sds revealed a hypotube break on the catheter.

Manufacturer narrative:
(B)(4): a visual and microscopic examination identified a break in the hypotube approximately 28.4cm distal to the strain relief. The break was confirmed result of a severe kink that developed in the hypotube. The crimped stent, balloon and tip sections of the device were examined and no issues were noted with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)